Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement and additional endovascular procedure complaints are unconfirmed. The type ia endoleak complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest type ib endoleak of the left common iliac artery and a type ii endoleak of a lumbar artery had occurred that was not included in the event as reported. The type ib endoleak and type ii endoleak were discovered during review of computed tomography scan dated (B)(6) 2025. Though the type ii endoleak of the lumbar artery is anatomy related; device, user, procedure or anatomy relatedness of the aneurysm enlargement, type ia endoleak, type ib endoleak, and additional endovascular procedure could not be determined. Procedure related harms could not be determined. There was concomitant use of a non-endologix limb in the right common iliac artery; however, it is unlikely that this contributed to the reported event. The final patient status was reported as in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6 - annex b remove code 4118. H6: conclusion code: remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) and a bilateral internal iliac artery (iia) aneurysm on (B)(6) 2018 with implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and a gore leg(non-endologix). On (B)(6) 2025, during a routine follow up, a plain computed tomography (CT) scan confirmed enlargement of the aneurysm. On (B)(6) 2025, a contrast CT was performed. An early phase contrast effect was observed and an endoleak was suspected. On (B)(6) 2025, angiography was performed and a type ia endoleak from the vela suprarenal was confirmed. Intervention is planned for (B)(6) 2025. On (B)(6) 2025, intervention was performed with implantation of an alto main body and a gore cuff (non-endologix). The endoleak was resolved and the final patient status was reported as being in good condition with no issues. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records requested and not received. Medical imaging studies have been received for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.